Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure and hyperglycemia or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose level reached 23 mmol/l (414 mg/dl). The pod was worn between 1 and 4 hours on the abdomen. It was noted that the needle and cannula inserted into the infusion site as intended. Upon removal of the pod, the pink slide was forward and visible, but the cannula was not. No information was provided on how the hyperglycemia was treated.